Manufacturer narrative:
Device was initially received for the complaint that abraded dso seal. During investigation found dso seal detached. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that dso (downstream occlusion seal) seal detached and uso seal buckling. The complaint was confirmed and replaced uso seal. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that abraded dso seal. During investigation found dso seal detached. This malfunction makes the event reportable. There is no patient involvement.